Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that no anomalies were found. There was blood on the proximal and distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the leadshowed evidence of blood ingression. The analyst noted that electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt the left ventricular lead dislodged while removing the sheath. The lead was repositioned; however, this resulted in high thresholds. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.